Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) exhibited no sensing. The device was recaptured with difficulty and redeployed but exhibited no sensing, no capture and high impedance. A second leadless ipg was attempted but exhibited no capture and difficulty recapturing. A new location was attempted but poor sensing, no capture and high impedance were observed. When the second system was being extracted the patient experienced cardiac tamponade, pericardial effusion, loss of pulse and blood pressure dropped. Cardiac massage was performed, followed by a pericardiocentesis following confirmation of pericardial effusion by computerized tomography (CT) scan. The effusion was drained, the patient was extubated and no further bleeding was observed. No further patient complications have been reported as a result of this event.